Manufacturer narrative:
Hologic technical support (ts) reviewed the worklist and noted no hardware, software, or kit-related issues. Hologic field service engineer (fse) was dispatched and inspected the thermocycler module to rule out contamination originating from the thermocycler. Fse noted no signs of dirty wells or led degradation which means the thermocycler did not contribute to the discrepant results. Hologic product application specialist (pas) reviewed the worklist and noted the issue was low target samples due to the late ttimes in each of the discrepant samples. Pas advised the customer to perform environmental testing to check for contamination but the customer declined. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR. Other.

Event description:
Customer performed a aptima sars-cov-2 run, worklist: 000909-20240814-19 (reported to hologic on 10/04/2024), using assay lot 898967 on panther fusion instrument serial number (B)(6) which had 1 discrepant result. Customer noted that the sample were run more than once on worklist 000909-20240814-19 and initially produced a positive result that then switched to negative when retested. Customer noted that both the positive and negative result were reported to the physician. Customer noted the physician reviewed the patient's medical history before deciding which result to report to the patient. Customer noted no having any knowledge on what result was reported for each sample. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There were no reported or associated adverse events.